Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, (B)(6) was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Event description: ecn event description: device was prepared appropriately on the back table. No issues were observed. Catheter was inserted appropriately through faradrive sheath, no bubbles or issues seen. Doctor proceeded to apply optiwave workflow to lspv without issue. When maneuvering catheter to the lipv physician encountered issues retracting guide wire through catheter. Device was safely removed from the body and inspected. Guide wire was found to be difficult/rough to inserted and removed from catheter lumen. No other issues were seen with the catheter. Wire was not fractured and did not have any visible damage. Original farawave catheter was no longer used for procedure and a new farawave catheter was opened and prepped appropriately with no issues, a new guide wire was used and previous wire was discarded. Procedure was completed safely with new catheter with no more issues were seen. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Physician removed catheter from patient safely and removed wire from catheter. Upon attempting to reinsert wire difficulty advancing was encountered, it felt tight and like the tech needed to force the wire through. At that point we decided to discontinue using this catheter and wire and opened a fresh catheter and wire and no other issues were encountered. What is the next course of action? A fresh catheter and wire were opened and prepped appropriately. No issues were observed with new products and procedure was completed without issue. Patient present at time of event? Yes, patient complications: no patient complications patient outcome: expected to fully recover procedure number: (B)(4).